Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the trailing haptic broke. There was no patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows both haptics are torn off into the optic of the lens and are missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.